Event description:
Follow up indicated that the physician doesn't believe the issue to be related to the device.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient acquired an infection. Nevro attempted to obtain additional information regarding the nature of the issue, but none was available. The patient underwent surgery and there have been no reports of further complications regarding this event.